Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On the day of surgery the pt presented with back discomfort requiring physical therapy. The investigator noted the event as mild in intensity. Physical therapy was prescribed with resolution of back discomfort. The outcome of the event was resolved with treatment almost four months later. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as prolonged postop discomfort due to surgical trauma or low pain threshold of pt.